Event description:
The sales rep reports that during an unknown procedure, the white tissue pad fell off the device. It fell into the patient, it was retrieved with grasper. They got a new one to complete the procedure. There was no adverse patient consequence. One device will be returned.